Event description:
It was reported that bd maxplus needleless connector was deformed the following information was received by the initial reporter with the following verbatim: on may 14, 2024, during use, it was found that there were 4 "needle-free connectors", with a specification of mp1000, and the national equipment was 20173146032, bd switzerland, which rebounded slowly when pressed, and could not be pulled out after connecting the catheter.

Manufacturer narrative:
No samples were received for investigation for pr (B)(4), in which the customer has stated: ¿rebounded slowly when pressed, and could not be pulled out after connecting the catheter¿. The product in use at the time is reported to be a mp1000 china product. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.